Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. H6: investigation findings - 3252 is based upon evaluation of the returned sample; 213 is based upon evaluation of the retention samples and received same lot samples the actual device and ten pieces of unused same lot samples were received for evaluation. The root cause of the complaint could not be identified. The complaint sample showed an uneven surface and scratch on cannula body. While the cannula retained on hub was slightly flattened. Received same lot samples were confirmed free from tilted or bent cannula that might lead to the complaint.

Manufacturer narrative:
Ethnicity - patient is a canine. Race - patient is a canine. Operator of device - unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation - regulatory compliance. Reference photos have been returned for evaluation. The reference photo showed the x-ray photo wherein the needle was located on the patients' neck. Our cannula as supplied (B)(4) material complies with iso 9626, particularly on stiffness and breakage. Prior supply of cannula ((B)(4) material) to needle assembly process, we conduct a 100% cannula visual inspection wherein part of their checked item is bend cannula. No non conformity was noted during inspection. Retention samples were confirmed free from tilted or bent cannula that might lead to the complaint. Evaluation through cannula resistance to breakage was conducted on the samples wherein results were all passed. Furthermore, we have visual inspection during in-process and qc outgoing wherein condition of the product is being checked. Part of the check items are tilted or bent or damage cannula. All samples showed passed result. Lot history files revealed no related nonconformity that will lead to the complaint during production of the lot. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The user facility reported that the needle broke off the second it went through the skin. The needle broke inside the canine. This happened immediately upon penetration. Additional information was received on 12november2020: the dog was put under local anesthesia and the needle was surgically removed. The initial incision in the location where the needle was first inserted did not allow for extraction. The clinic staff took additional x-rays to determine the location of the needle and discovered that it had travelled further down. The incision was lengthened, and the needle was extracted. The dog was in stable condition.